Event description:
Reporter alleged blood glucose measured 300-400s mg/dl back to back with a result in the 100s mg/dl. Customer indicated not being able to remember the exact values, however, recalls three other times when this occurred. No report of any actions being taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.